Event description:
Healthcare professional reported a right side rupture and ¿higher sitting breast implant¿. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and ¿higher sitting breast implant¿ . Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified a sharp broken crease, wear abrasion and stress marks. Based on the device analysis the final assessment is: a broken crease sharp assessed as fold flaw opening. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side rupture and ¿higher sitting breast implant¿. Device has been explanted.